Manufacturer narrative:
On july 9, 2020, device evaluation was completed. Device evaluation summary: two devices with the same serial number were received in the laboratory for analysis since it was not possible to identify which one belonged to the complaint, both implants were analyzed. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned devices. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected in either device. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If additional supporting documentation is received for review. (I.e., post op device photos, videos, and/or pre-operative scans), the case will be further analyzed. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6), 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient underwent explantation and replacement with 500cc mentor saline implant filled to 550cc with sterile saline on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 380cc mentor smooth round high profile and was presented with breast implant deflation on her left side postoperatively. As a result, the device will be explanted on (B)(6) 2020.